Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. Additionally, the exhaust fan assembly, 43 micron filter, motor blower assembly, and stirring fan foam were replaced preventatively. Also, repair test, alarm test, battery test, run in tests, and cleaning were performed. The unit operated properly.